Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) levels range (320-400 mg/dl) the customer took a bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated the infusion set site was painful earlier and changed it out. The customer declined to check infusion set site during the call with cts. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.